Event description:
It was reported that approximately 36 months post-implant of a bifurcated device and suprarenal aortic extension, the aneurysm sac was expanding due to a type ii endoleak. However, the endoleak was not revealed on a computed tomography scan or angiographic image. Reportedly, the physician elected to convert to an open repair and explant the devices. While performing the open repair the physician discovered a large lumbar artery perfusing the aneurysm, which resulted in the aneurysm sac expansion. The patient was treated with a surgical graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. However, medical records were reviewed by a clinical representative. The review confirms the existence of a type ii endoleak none device related. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined; however, patient anatomy may have been a factor. A manufacturing record review was performed and the lot met all release criteria. With no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device is retained at hospital.